Manufacturer narrative:
(B)(6) 2015: reporter advised they no longer have the product. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Brush head broke when brushing [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brushhead broke. No symptoms developed. She had used oral-b dual clean brush heads previously without reported incident.